Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson¿s dual. It was reported that a light was seen on the patient programmer that indicated the implantable neurostimulator (ins) was getting low, and the patient¿s condition has changed in the last couple of days. The patient noted that she knew the ins as getting low, but was not sure if it was on. Yesterday evening, the patient experienced dyskinesia and was ¿flaying¿ her arms. It was noted that the patient was put on a new medication in (B)(6) 2016 that improved her speech and thinking.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a health care provider (hcp) reported the implantable neurostimulator (ins) was getting low due to normal battery depletion. The cause of the dyskinesia was determined to be the patient's medication. The ins had been checked along with the patient medications. The dyskinesia had been mostly resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.